Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the loading unit. Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the instrument and loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The endo gia staple reload was not taken off. When was the problem noticed: during-procedure(esophagectomy): patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Follow up information received on 10/19/2016: reportability and coding unaffected. Can you confirm that product is available and will be returned for evaluation? Its on the way to return. What was done to correct the condition? The doctor used the other new stapler and staple reload to operate. What is the lot number of the reload? I cannot get the information. Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed? Esophagectomy. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? No. If yes, did any additional blood loss resulting from this product problem require a blood transfusion.